Event description:
It was reported there was poor defibrillation effect and burning smell of the equipment. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The customer indicated that further incident information was not available due to the complexity of finding that information inside their large organization with its many activities. The device was not evaluated since the customer performs their own servicing. The customer has refused to provide any device specific details. The customer did say the device was returned to full functionality. The cause of the reported problem is unknown. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). The customer performs their own servicing.